Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead were explanted and replaced due to high impedances, noise, and elevated thresholds. No additional adverse patient effects were reported. Additional information received reported that the cause of the observed out-of-range pace impedance measurements was not conclusively determined. During the revision, the right atrial (ra) lead was tested on the pacing system analyzer (psa) and normal pace impedance ranges were observed. Our records indicate the right atrial (ra) lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead were explanted and replaced due to high impedances, noise, and elevated thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to a out-of-range pace impedance measurement greater than 3,000 ohms. Over the past year, ra pace impedance trends were in the mid-500 ohms range before reaching greater than 3,000 ohms. Technical services (ts) discussed possible lead fracture. In addition, a stored signal artifact monitoring (sam) episode showed minute ventilation (mv) signal oversensing on the ra channel with a sensor ra ring to can impedance measurement greater than 3,000 ohms. The unipolar pace impedance measurement post-lss was 428 ohms. Following the lss, several atrial tachy response (atr) episodes were stored due to muscle noise and other artifacts. It was difficult to tell whether there was real atrial tachycardia or not. Device data indicated there was 82% ra pacing, however with the observed noise it was not likely that the patient was getting of ra pacing support. The patient was brought in clinic for further evaluation and programming was reviewed. The pacemaker did not oversense at 7.5mv ra sensitivity, however the myopotentials were large. The ra channel was basically asynchronous, however the health care professional (hcp) was more concerned about oversensing rather than overpacing. The hcp planned to contact the physician with the message that the lead needed to be replaced. Additional information received reported that chest x-rays were taken but had not yet been reviewed by the electrophysiologist. It was also noted that the patient was very active, but the physician advised the patient to avoid strenuous activity or activities that caused shortness of breath. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received reported that this pacemaker and right atrial (ra) lead were explanted and replaced due to high impedances, noise, and elevated thresholds. No additional adverse patient effects were reported. Additional information received reported that the cause of the observed out-of-range pace impedance measurements was not conclusively determined. During the revision, the right atrial (ra) lead was tested on the pacing system analyzer (psa) and normal pace impedance ranges were observed. Our records indicate the right atrial (ra) lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- the product has been received for analysis. This report will be updated upon completion of analysis. -- visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. It was determined the lead had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Visual inspection also noted both the internal and the external insulation was abraded through to the conductor coil approximately 185 mm from the terminal pin. Microscopic evaluation indicated that this insulation damage in the clavicle/first rib area was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that this damage was caused by lead entrapment in the clavicle/first-rib region.